Event description:
It was reported that the therapy wasn¿t working. The catheter was not functioning; it failed the catheter dye study; they couldn¿t aspirate it. The catheter was replaced. It was later reported that the patient had been having increased pain. The day of surgery, the spinal segment was disconnected from the pump segment and the physician was unable to aspirate csf (cerebrospinal fluid) so the spinal segment of the catheter was replaced. Following the replacement, this reporter had not heard of any further issues with the patient. The pump was delivering hydromorphone (10 mg/ml at 1.25 mg per day); bupivacaine (5.1 mg/ml at 0.6377 mg per day); and fentanyl (937.5 mcgs/ml at 117.22 mcgs/day). Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the catheter had failed the dye study on (B)(6) 2013 when they were unable to aspirate.